Event description:
It was reported that 10 days following a left internal carotid artery stenting treatment procedure, the patient presented with symptoms of a slight transient ischemic attack (tia) and headaches. The initial stenting procedure went well. The physician performed a carotid endarterectomy on the evening of admission and removed the stent and the surrounding plaque. The physician stated that the stent was about 80% occluded, and it "appeared that the cholesterol had protruded between the struts of the stent and thrombosed off." The physician stated, "I believe the stent cheese-wired through the soft plaque creating a pro-coagulant surface and thrombus aggregated on this surface." Regarding the initial procedure, the calcified, 70% stenotic lesion was not pre-dilated, but was post-dilated to 5 mm. The reference vessel diameter was 8 mm. The final stent result was well-positioned and well apposed. The pt was on clopidogrel for at least 1 week pre op and anticoagulated on IV heparin pre-op. The patient continued clopidogrel post-op. The presenting symptoms occurred while the patient was on clopidogrel and continued up to the time of surgery. The symptoms resolved following the surgery and the patient remains on clopidogrel. Of note, the patient continues to smoke. The patient's current neurological status is alert.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.